Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4).

Event description:
It was reported via journal article: ¿title: minimally invasive coronary revascularization through parasternal incisions without cardiopulmonary bypass¿ authors: rex de l. Stanbridge, frcs, leonidas k. Hadjinikolaou, md, andrew s. Cohen, frcs, rodney a. Foale, frcp, wyn d. Davies, frcp, and aghiad a1 kutoubi, frcr citation: ann thorac surg 1997; 63: s53-6. This study reported the outcome of the author¿s learning period with more extensive coronary revascularization through unilateral or bilateral mini parasternal incisions. Over a 15-month period starting in july 1995, 40 male and female patients aged 34 to 76 who underwent coronary artery revascularization through unilateral or bilateral miniparasternal incision by the same surgeon (r.d.l.s.). During the procedure, the lad was then occluded proximally and distally using a polydioxanone monofilament suture (pds; ethicon ltd, edindurgh, UK) with a 45-mm blunt taper-point needle passed twice around the vessel and then incised for 4 to 5 mm. The anastomosis was performed with one suture of 7-0 prolene (ethicon) with an 8-turn needle. Two patients presented with infection of the wound; 1 was treated conservatively with antibiotics and frequent dressing, and the other underwent wound re-exploration and debridement. Both of the patients recovered after the event. In conclusion, coronary artery revascularization through small vertical parasternal incisions seems to be a viable alternative for more than one coronary vessel, with a promisingly low incidence of intraoperative cardiac complications. The application of this approach to the right coronary artery, however, carries additional technical difficulties, and careful patient selection may be required to achieve optimal results.